Event description:
Reported blood glucose results of 25 mg/dl with a lifescan meter and 75 mg/dl on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected change the blood glucose.